Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 4. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2026, the implant was removed upon clinician¿s decision. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.